Manufacturer narrative:
Continuation of d10: product ID 977a275 lot# va1myql034 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(6), ubd: 27-dec-2021, UDI#: (B)(4). H6 codes belong to the lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was implanted with an I mplantable neurostimulator (ins) for unknown indications for use. It was reported that the patient experienced lack of efficacy and was not getting any pain relief from her device. On interrogation it was found contact 0 and 4 had high impedances. Re-programming was done and no further issues reported. Outcome was resolved without sequelae. Etiology was casual relationship to device/therapy.